Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the pacemaker did not have a low voltage output and exhibited noise. The pacemaker was not used and replaced during procedure. There were no patient consequences.